Event description:
Caller was calling because his wife had dementia. Patient had experienced a loss or change of therapy. Caller said his wife got the device yesterday morning and it was noon in (B)(6) and it had no impact on her bladder. Caller said the representative yesterday had them at 1.1 volts, they said you might have to adjust it. Patient couldn't feel it so they increased it to 1.3 volts and they could feel it. They were on program 3. Caller wasn't near his wife to check the device. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. A friend or family member of the patient reported they couldn¿t get the thing to work. It was noted the technician did 3 programs. The caller stated they were not sure how high to go until the next level. The caller stated they increased daily and after it didn¿t help her. The caller stated they went from 0.9 and that took 8 days and that still didn¿t work. The caller planned to try to increase and potentially change programs if needed. The caller stated it never helped. The patient then stated it briefly worked and reduced bladder about half the time, and they were leaking half the time. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.